Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item#: 00597603012 articular surface anterior constrained lot#: 63461090, item#: 00598003702 stemmed tibial component precoat size 4 lot#: 63456783, item#: 00595001402 femoral component precoat size d right lot#: 62616853. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020-00013, 0002648920-2020-00003, 3007963827-2020-00002.

Event description:
It was reported the patient underwent an initial right tka at an unknown date. Subsequently, the patient suffers from pain, swelling, stiffness and clicking in the knee.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent an initial right total knee arthroplasty approximately three and a half years ago. Subsequently, the patient reported pain, stiffness, clicking, and swelling in her knee requiring draining of effusions and additional cortisone injections. No revision of components has occurred to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Swelling and difficulty ambulating were confirmed by review of medical records. Unable to confirm pain and stiffness. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found medical records were provided and reviewed by a health care professional. Results from bone scan found increased periarticular activity on blood flow, blood pool and delayed imaging adjacent to the knee prostheses in a pattern more suggestive of synovitis and bone reactive changes from rheumatoid arthritis. At may follow-up patient presented with chronic effusion, pain, swelling, slightly tender to palpation, and ambulating with antalgic gait. It was confirmed the articular surface and femoral are not compatible; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.